Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl while wearing the pod for a duration between 1 and 4 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The patient reported redness and bleeding at the infusion site. As treatment, a new pod was applied.